Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31422847l and no internal action related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a qdot micro catheter and the patient experienced cardiac arrest that required percutaneous cardiopulmonary support (pcps). One hour after the procedure was completed and the patient left the room, the patient's condition suddenly changed in the ward and cardiac arrest occurred. Pcps was performed urgently. The patient¿s condition at the time of the call was unknown. No abnormalities observed prior to use of the product nor during use of the product. There were no observations of problems or complications during the procedure. Relevant past medical history include pacemaker implanted. Additional information was received on 28-nov-2024. Surgery was performed. Additional information was received on 29-nov-2024. Patient required extended hospitalization; however, the patient was reported to have an unfavorable prognosis as the cardiac arrest was caused from stress (takotsubo) cardiomyopathy. The physician¿s assessment of the health problem was serious. The physician's opinion on the cause of the adverse event is that an autonomic nervous system disorder had occurred during ablation. The physician believed that it was highly likely that the event occurred during cryoablation, based on the nerve course. There was still a possibility even during radio frequency (rf) ablation. However, the possibility was low because of the ablation location (mi - mitral isthmus). Additional information was received on 08-dec-2024. The physician¿s opinion on the cause of this adverse event was the patient condition. The details of the outcome of the adverse event are unknown, but the prognosis was poor.